Manufacturer narrative:
There was no reported injury or death at the time of the discrepant result. The MDR is being submitted pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
Customer reported a false positive on a symptomatic patient sample while use aries sars-cov2-eua assay. The specimen was nps in phosphate-buffered saline, which is inconsistent with the aries sars-cov2 eua package insert. · aries initial testing sars-cov2 positive (orf gene detected at 25.0). · confirmation testing performed on aptima sars-cov-2 assay (x3), fusion sars-cov-2 assay (x3), thermofisher taqpath assay (x6), perkinelmer pkamp assay (x6).